Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and was found to have the reported/ (bipolar not firing in forced mode) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Issue was identified during procedure. Ports were placed prior to issue being identified. System initially powered on without errors. Technical support was contacted for troubleshooting. Procedure was completed with the same dv system and initial configuration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. No errors were found in the system logs. However, it is impossible to use the bipolar mode with high settings. The fse replaced the integrated electrosurgical unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted the technical service engineer because the bipolar was not firing. The bipolar fired at the start of surgery but stopped. The customer tried both ports and different cautery cords and instruments with no success. The customer also tried both consoles with no success. There was a sound when the surgeon pressed the energy pedal at the console. A laparoscopic instrument was used with no success. The technical support engineer (tse) reviewed the system logs, but no issues were identified. The customer did not attempt a system reboot. The procedure was completed as planned with no reported injury.